Event description:
Boston scientific received info that during a routine f/u in clinic, this right atrial (ra) lead was observed to have dislodged. An invasive procedure was performed. The lead was explanted and a new ra lead was successfully implanted without further incident. No additional adverse pt effects were reported.